Event description:
While hanging platelets it was found that the tubing appeared to be cut above the on-off clamp under the solution container. Undetermined amount of platelets leaked out onto floor. Platelets were returned to the blood bank and the tubing was discarded. New platelets and tubing were ordered and hung without incident.